Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt gender, age, weight: not provided.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving an unspecified error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained an unspecified message on the reported meter; she was unable to provide the specific error message that occurred. The patient was unable to obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient went to the emergency room, and her blood glucose level was tested on another meter; she was unable to provide that result. The patient received treatment with intravenous fluids. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered serious injury and received emergency medical attention and treatment after the meter issue occurred, therefore this complaint is being reported.